Manufacturer narrative:
The device was unavailable for evaluation. It was reported that a revision was performed to remove a hedron ia spacer to replace with a graft. It was stated that post-operatively, the surgeon decided the implant was placed too laterally and decided to revise. No damage or migration of the globus implants could be identified. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was performed to remove a hedron ia spacer to replace with a graft.